Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided guidance on how to reset the malfunction code. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred.